Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/08/2016 that on (B)(6) 2016, that the patient experienced a skin reaction around the sensor adhesive. The sensor was inserted at the abdomen on 08/23/2016. The reaction was described as a red irritation and itchy. Triamcinolone acetonide 0.1% usp was prescribed on 09/01/2016 to treat the affected area after the senor is removed. At the time of contact patient is good. No additional event or patient information is available.